Event description:
Customer blood glucose reading = hi. Customer retested reading = hi. Customer went to the emergency room. Emergency room meter reading = 266mg/dl. After IV fluids and insulin were administered customer's blood glucose reading = 178mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.